Event description:
It was reported that during an initial implant surgery a high impedance was observed. The surgeon tried multiple times to reinsert the lead and readjusted the lead on the nerve, but impedance did not resolve. A test resistor on the generator was used and impedance was seen ok. It was later reported that a new generator and lead were used. It was noted that the coil was a bit loose on the initial lead. The suspect product has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H4. Device manufacture date; corrected information, initial MDR inadvertently used incorrect date.

Event description:
The suspect device was received for analysis. Evaluation has not been completed to date.

Event description:
Device evaluation was completed.